Manufacturer narrative:
The reported event that the tip of the device is broken was confirmed through the visual inspection. Based on a review of the device IFU any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was found to be broken off during testing conducted at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the tip of the device was found to be broken off during testing conducted at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.